Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the root cause of the connecting tube coat peeling was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: ¿3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed when a pinhole was found on the connecting tube which has compromised water tightness. Additionally, besides the reportable malfunction of peeling connecting tube, the evaluation found adhesive on bending section cover had a chip; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to a dent on channel tube, forceps and channel cleaning brush could not be inserted smoothly; light guide bundle was slipping down, control unit was sticky due to water leakage; control unit and grip have a scratch; indication on grip was unclear; universal cord and up/down angulation lever plate were sticky; image guide bundle had significant breakages which prevented the image from displaying; and connecting tube and bending tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the oes bronchofiberscope had air/water leakagesit was not reported when the issue was found. The device was returned and during the device evaluation the following reportable malfunction was found: connecting tube coating was peeling (1mm2 or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.